Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06209. It was reported the pt was experiencing pocket heating while charging the ipg. The pt stopped charging the ipg about six months ago because of the heating. The pt reported the charger no longer communicates with the ipg. An sjm representative met with the pt and was unable to establish communication with the ipg. The next course of action has not been determined.

Manufacturer narrative:
A 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.